Event description:
As reported by patient implant registry, approximately 3 years and 1 month post implantation of a 26mm sapien 3 valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the explantation is unknown at this time.

Manufacturer narrative:
At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, despite multiple requests for information, the patient medical records have not been received for review. A supplemental report will be submitted when and if additional information becomes available. In this case, approximately 3 years and 1 month post implantation of a 26mm sapien 3 valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the explantation remains unknown and the device is not available for evaluation. There is no indication or allegation that a product deficiency or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical records findings. Per medical record review, the cause of the tavr explantation approximately 3 years and 1-month post implantation was due to late-stage endocarditis. The patient had presented to the ed with transient altered mental status, and chills - found to have a fever, which led to a septic picture and was ruled for infective endocarditis. The patient was growing gram negative coccobacillus (aggregatibacter actinobacillus) actinomycetemcomitans). This bacterium is usually associated with aggressive periodontitis in the oral cavity. A transesophageal echocardiography (tee) revealed a vegetation on the patient's tavr valve, as well as concern for aortic root abscess. The patient was found to have large mobile vegetation on their tavr valve with small embolic infarcts to both cerebral hemispheres. The patient had their 26mm sapien 3 valve explanted and required a radical debridement of aortic annular abscess and anterior mitral curtain. As well as autologous pericardial patch repair to aortic root annulus and anterior leaflet of the mitral valve, and implantation of a tissue aortic valve replacement (avr) 0 - 25mm edwards magna ease aortic valve. As such this MDR was reported in error and a corrected supplemental report is being submitted.